Event description:
On (B)(6) 2015, this patient suffered a traumatic thoracic aortic transection following a skydiving accident. The patient underwent endovascular treatment using a gore® conformable tag® thoracic endoprosthesis. On (B)(6) 2020, the patient contacted a gore representative and indicated that he checked himself into a hospital due to covid-19 like symptoms. Computed tomography (CT) was performed, which revealed possible infection in the area around the gore® ctag® device. The patient was not diagnosed with any illness prior to the CT scan. The patient was started on a regimen of antibiotics. On (B)(6) 2020, a biopsy/tissue with gram stain was performed. The results indicated a rare number streptococcus anginosus group and rare to small number gram positive cocci in pairs. No polymorphonuclear cells were seen. Therefore, on (B)(6) 2020, the patient underwent an explant of the ctag® device, and open replacement of the descending aorta with aortic homograft, omental flap, and intercostal muscle flap. The patient will be maintained on ceftriaxone for six weeks post-surgery.

Manufacturer narrative:
Additional manufacturer narrative/corrected data - patient underwent explant of the thoracic endograft and open replacement of the descending thoracic aorta with aortic homograft, omental flap, and intercostal muscle flap on (B)(6) 2020. He will be maintained on ceftriaxone for 6 weeks.